Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tactiflex catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred in the left pulmonary vein requiring a pericardiocentesis. Following pulmonary vein isolation, the patient became hypotensive and echocardiogram revealed an effusion and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.